Manufacturer narrative:
To date, the device involved in the reported incident has not been evaluated. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the customer needed the new dermatome to be checked and recalibration as the device was used to take a split thickness skin graft and it took a full thickness skin graft. Integra has requested add'l clinical info.